Manufacturer narrative:
The device was requested but has not been returned to the manufacturer. The meter DHR was referenced and the meter left the factory within specification. No test strip lot information was provided. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the information provided, the root cause of the incident could not be determined. Factors such as hematocrit, temperature, humidity, elevation, other medication and testing procedure may have contributed to the reported high blood readings. Insulin, diet or exercise may have contributed to the reported hypoglycemia. Treatment, if any, for the hypoglycemia was not provided. No corrective action will be performed because no system error can be confirmed. This event will continue to be trended.

Event description:
The reporter alleges the bgstar meter is inaccurate, too high. The reporter experienced hypoglycemia. No further information was provided.